Event description:
The customer reported that the jaws of the device locked during use. There was no pt harm. The site has indicated that no further info is available.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.